Event description:
Probe leaked during transurethral microwave treatment. Lumen of catheter said to have leaked. Company requested the device's return to conduct a failure investigation but risk mgmt director at hospital has stated that she will not return the product to the company.